Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Linked to tw (B)(4) tw (B)(4). The hospital reported that during a CABG on (B)(6) 2026, the hp2 began sputtering/not delivering energy consistently. The harvester reported only having a few branches left to ligate prior to her stab and grab, when the hemopro 2 began malfunctioning. The team troubleshooted the cable/adapter/generator before realizing it was the hp2. The harvester did report conducting the pre-case test of the equipment with soaked gauze (successfully). They opened a new kit to finish the case; a minor delay of 3-5 minutes occurred. It is worth noting that the distal end of the hp2 is bent and that occurred as the team was putting it away for return to getinge. Per the attached photo the distal end is bent. No patient harm.